Event description:
The user facility reported a 24-year-old male patient was implanted with an impella 5.5 device for mechanical circulatory support. During support, it was documented that high purge pressure alarms were triggered. It was verified that bicarbonate was in use at the time of the noted issue. The pump was subsequently explanted the following day and the patient remained supported with extra-corporeal membrane oxygenation (ECMO). There was no harm or injury and the patient.

Manufacturer narrative:
The device was returned and the investigation is ongoing. Upon its completion, a supplemental report will be submitted with the finding. Per the IFU: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.